Event description:
It was reported that the patient was unable to fully inflate the inflatable penile prosthesis. The patient met with the physician who was unable to fully inflate the device. The patient was referred to another physician who indicated the implant was now working fine.